Event description:
It was reported the front and back case are damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and corroded. It was also noted that the high rate cover, caution label, one side bail cover, one side bail and ring bail were missing, the battery drawer and o-ring was contaminated, one side bail cover and ring cover were broken, the heart lead flex was contaminated, and one knob and spring were contaminated. (B)(4).